Event description:
In 2001, during CABG, whille physician was using the awl in the sternum, the tip broke off. Excessive force had to be used due to the patient's bone density. An x-ray confirmed that the tip remains inside the patient.